Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection revealed cracks in the minicap. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in anticipated. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.